Manufacturer narrative:
On 4/10/2018 - we have requested be returned to the manufacturer for an investigation. To date we have not received the device.

Event description:
On 04/10/2018 - per the consumers attorney, the consumer was injured while in use of this product. We are currently waiting for the attorney to provide additional details that caused the injury.